Event description:
It was reported that the patient presented in the operating room for a device upgrade. It was noted during the procedure that there was an insulation breach on the right ventricular lead. No electrical anomalies were previously reported. The physician successfully capped and replaced the lead on (B)(6) 2017. The patient was stable before, during, and after the procedure.